Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A surgeon reported excessive bubbles were observed in the eye of a patient when using a 25 gauge flexible laser tip probe. This caused the surgeon's view to be distorted. An alternate probe was used to complete the case without harm to the patient. Additional information has been requested.